Manufacturer narrative:
Article citation: "breast reconstruction following breast implant-associated anaplastic large cell lymphoma" authors: lamaris, gregory a.; butler, charles e.; deva, anand k.; miranda, roberto n.; hunt, kelly k.; connell, tony; lipa, joan e.; clemens, mark w., american association of plastic surgeons, plastic and reconstructive surgery. 143(3s):51s¿58s, mar 2019 doi: 10.1097/prs.0000000000005569. The event of lymphoma - alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through literature article "breast reconstruction following breast implant-associated anaplastic large cell lymphoma", it was reported 63 patients presented with lymphoma-alcl of which an unknown number of those patients also presented with a seroma. Pathological markers not provided. The affected sides were not identified. Devices were explanted.